Event description:
I broke my wrist in a fall straight down to the ground from a moving truck on (B)(6) 2023. I was seen at (B)(6) where they temporarily reset the wrist and put on a temp splint. I had surgery 3 days later to have a metal plate and bolts put in to secure the broken bones, and another temp soft cast. Two weeks later, the same surgeon had my wrist x-rayed, said it was looking fine and put me in a hard cast for 4 weeks. When I returned to have it removed, the metal plate had bent/broken, all the bolts were broken, and the wrist was broken. The surgeon said he had never seen anything like this before, and maybe I had used it too much (I didn't, at all) or maybe it was faulty equipment. They had to reschedule the surgery again, immediately, and start over. My wife questioned the surgeon about the equipment before they started operating, hoping to be able to get more information, and was told: the equipment rep, who was there at the first surgery, heard what happened and wanted to be here for this... He was concerned and wanted to take the damaged equipment with him "to investigate" what happened and make sure it wasn't caused by the equipment itself." She said she was uncomfortable with this, as it seemed a conflict of interests but didn't know if/what she could say. We were charged for the second surgery again, just like the first time. Our insurance seems to be compliant, but we are not happy with the vague answers (non-answers) and the feelings of anxiety we have waiting to see if it heals this time. I have not been able to work, as I use a keyboard and can't type so I have been out of work for twice as long as expected. If the equipment was faulty, others may be at risk too? The direction of the break would have required me to have been doing pushups or lifting a bench press over my head to rebreak my wrist along with a steel plate and bolts. I definitely didn't do that. The surgeon also said it might have been because I smoked. I know that hinders healing, but it shouldn't actually break steel plates and bolts? I don't know the name of the equipment manufacturer but thought you might be interested in this unfortunate series of events in our lives. We don't seem to have anyone to help us and feel we have been treated unfairly. We can provide digital copies of the x-ray images.